Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced experienced an elevated blood glucose (bg) level of 545 mg/dl due to incorrect time being set. High bg was addressed by correction bolus via pump. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.